Event description:
It was reported, during the implant procedure, once the lead was connected to the implantable pulse generator, skipped beats were observed. It was noted the lead was tested prior to implant with favorable results. However, there did appear to be slight, suspicious break in the insulation. This lead was eventually explanted and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block, grommets and setscrews found no anomalies. Atrial and ventricular bores were able to hold a .1000 inch pin gauge. Is-1 leads were fully inserted into the atrial and ventricular bores; setscrews were tightened to one click on a medtronic torque wrench and slightly tugged. The outcome revealed the leads remained in their original position. Primary analysis finding: no anomalies were identified.